Event description:
It was reported that during unpackaging and prior to use the xience xpedition stent delivery system (sds) was removed out of the dispenser coil and the protective sheath and stylet/mandrel were removed without issue. As a practice, the physician pulled the shaft with very slight force to verify nothing remained inside the sds guide wire lumen, however, the shaft became detached proximal to the guide wire exit port. There was no patient involvement. The device was not used. A non-abbott sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.